Manufacturer narrative:
(B)(4) - sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, this error occurred during dwell 3 of 4. The technical service representative (tsr) assisted the home patient (hp) by explaining the alarm and having the caregiver (cg) cycle power. A system error 2367 alarmed so the tsr had the cg cycle power again. The tsr advised the cg to disconnect the hp and use manual supplies to complete therapy. The tsr also advised the cg to contact the peritoneal dialysis nurse in the morning about the alarm. The cg would call back with any problems. No patient injury or medical intervention was reported. Product surveillance contacted the son on (B)(6) 2010. The son stated the patient was in the hospital getting an aneurysm fixed. A cellphone number was given to try and contact the wife. Follow up information was received from gpv and will be summarized as follows: during a telephone conversation with the peritoneal dialysis (pd) nurse the following information was obtained. The patient began pd therapy between the end of (B)(6) 2010 and the beginning of (B)(6) 2010. The patient performed pd therapy with 8l of pd4 ambuflex daily. On (B)(6) 2010, the patient was hospitalized for an unknown reason. While hospitalized, blood tests were drawn and results indicated the patient had developed septicemia. The nurse stated while hospitalized, on an unknown date, the patient was also diagnosed with a bleeding mass/cyst on his kidney. Treatments for septicemia were unknown. The nurse stated septicemia needed to be resolved before the patient could receive treatment or surgery on bleeding mass/cyst on kidney. At the time of this report, the patient remained in the hospital and the events of septicemia and bleeding mass/cyst on kidney remained unresolved. The nurse stated the patient continued pd therapy in the hospital, but at a higher dosage (exact dosage was unknown). The nurse stated septicemia was related to the bleeding mass/cyst on the patient's kidney and was not related to the dianeal solution or the homechoice machine. The nurse stated the bleeding mass/cyst on the patient's kidney was not related to dianeal solutions or the homechoice machine. No further information was provided.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).